Event description:
The customer reported that the system shut down without the customer's prompting. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep cleaned and regreased the connector between the c-arm and the x-ray tube. The system was tested and found to be working as intended and put back in service.